Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The does not show guide for loading tubing was verified. The cause was determined to be an intermittent lower hook switch, therefore the lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump do not show guide for loading tubing. There was no patient involvement associated with this event. No additional information is available.